Event description:
(B)(4). I was implanted with a medical device implant called essure approximately 5 years ago. My insurance ((B)(6)) provided the device and my doctor really pushed for the device to be put in. I did not give consent until after I had been given a sedative since I was at the hospital to have an ablation, not put in essure. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is (948840) my model number is (ess305) if you know it. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on ((B)(6) 2014). This is a list of my side effects and symptoms that I have experienced due to essure. Sharp/stabbing pelvic pain, abnormal menses, sharp back pain, severe bloating, menorrhagia, night sweats, metrorrhagia, polymenorrhea, amenorrhea, urgent/frequent urination, abdominal spasms, extreme joint pain, body aches/pain, painful walking, right side: hip, knee, arm, shoulder sharp pains, unable to walk migraines, numbness in arms, feet and hands numb/tingling, stinging/burning sensation in hands, itchy, red sores on hands, hives, cysts, boils, swelling of the legs/feet, weight gain and unable to lose weight even when dieting/exercising, blurred vision, cracked teeth, insomnia, hair loss. I have been seen by 4 doctors. The device is still inside of me.